Event description:
It was reported that customer experienced cartridge alarm 30 during pump use. There was no adverse impact to the customer's blood glucose level. Customer changed five cartridges for this issue, planned to use multiple daily injections as backup therapy, and was provided instructions on returning pump, placing it into storage mode, and setting up replacement pump, while technical support arranged replacement pump shipment and sent replacement cartridges as requested.